Event description:
Customer reported on a bravo ph capsule that failed to attach. While removing from the patient, the capsule released and was recovered from the trachea area of the throat. The patient was not injured following the procedure.